Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller board. The system operates as intended.

Event description:
The customer reported that the system intermittently gave a data error and would not expose. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.